Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received externalized conductors due to external insulation abrasion were found at 15.3-19.8cm from the end of the connector pin. The silicone insulation was abraded and the sensing conductor was visible. The etfe coating on one rv conductor was abraded at 18.4cm from the connector end. External insulation abrasion was found at 12.6-14.3cm from the end of the connector pin. The etfe coating was intact at these locations.

Event description:
It was reported that an insulation anomaly was observed via x-ray. The lead was explanted.